Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that the spring wire guide (swg) "unfolded" during or after the puncture. The clinician described the event as it was an easy puncture, pushed the swg and when she tried to advance the catheter it became stuck. As a result, using a scalpel or scissors everything was removed with the "unfolded" swg. There were no reported pt complications.